Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-may-2022 by the patient's child to the FDA maude database (mw5109195) concerning a male patient of an unknown age. The patient's medical history included excess bleeding after minor procedures in the past while on eliquis. Concomitant medication included insulin [insulin], metoprolol [metoprolol] and eliquis [apixaban] without change or reduction in dosage prior to or after procedure. Reported pacemaker implantation in (B)(6) 2022. No information about history of allergies or previous filler treatments has been provided. On (B)(6) 2022, the patient received treatment with restylane to larynx for laryngoplasty (unknown amount, lot number, injection technique and needle type). The restylane was used for laryngoplasty (off label use of device). In the evening after the hyaluronic laryngoplasty, the patient suffered laryngeal hematoma (implant site haematoma) and swelling/edema (implant site oedema) causing respiratory distress (respiratory distress) requiring intubation and life support. The patient also had hoarsness (dysphonia) and lacerations (injection site laceration). The patient remained hospitalized for pending possible tracheostomy on (B)(6) 2022 for long term respiratory support. Outcome at the time of the report: respiratory distress was unknown. Hematoma was unknown. Swelling/edema was unknown. Hoarsness was unknown. Lacerations was unknown. Restylane was used for laryngoplasty was recovered/resolved.

Manufacturer narrative:
Company comment: the serious event of respiratory distress and the non-serious events of oedema and haematoma at implant site, laceration at injection site and dysphonia were considered unexpected, due to off label use, and possibly related to the treatment. Seriousness criteria include life-threatening condition and the need for medical intervention and hospitalization to prevent the permanent damage. The likely root cause include treatment procedure associated with off label use. The case meets the criteria for expedited reporting to the regulatory authorities. Product note: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. Lot number was not reported and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: restylane-no corrective or preventive actions are deemed necessary based on the performed investigations.